Event description:
Experiencing erratic glucose readings from dexcom g6 glucose monitoring system. Even after calibrations, sensors fail to report accurate blood sugar readings that could endanger the life of a type one diabetic. We have experienced readings 60 points off from actual blood sugar readings from a finger stick device. MFR has acknowledged an issue and have so far replaced 6 of the last 7 sensors. We are presently waiting on replacement sensors due to backorders caused by this issue. We are using more test strips now than we did prior to the use of this device. We feel this device is unsafe due to the numerous flaws such as erratic readings and calibration failure. We have seen readings that said low, which is under 30 when an actual test strip showed reading of 74. Another showed a low in early morning alarm but when did finger stick test of 122. If MFR cannot correct issue, we may have to discontinue use of this device.